Manufacturer narrative:
(H3) the most likely cause for the reported prosthesis wear and osteolysis is a combination of the risk factors specified in an he. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided.

Event description:
As reported by the competent authorities, the patient was fitted with hip prosthetic sockets from exactech on both sides in 2020 (left) and 2018 (right) implanted. As part of the manufacturer's recall campaign, the patient presented for a check-up. The x-ray and CT check showed a slight decentering of the prosthesis heads (left>right) with small osteolysis acetabulum (left > right) as a sign of inlay wear. No further information.

Manufacturer narrative:
Section h10: (h3) pending evaluation.